Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2017-08607 and 2134265-2017-08806. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During the procedure, the motordrive unit 5 plus was not pulling back. Furthermore, when the auto pullback was initiated, it failed. No patient complications were reported.